Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 438 mg/dl at the time of the incident and current blood glucose was 129 mg/dl, blood glucose was 112 mg/dl. The customer was assisted with troubleshooting and high pressure test was performed and results was passed. The customer was treated with injections. Based on customer report customer does not allege insulin pump was under delivering. Customer will not return device for analysis.